Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 years, 1 month. The device was not explanted. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient had a long history of chronic driveline infections. The most current driveline site cultures were positive for pseudomonas. The patient was admitted to the hospital on an unspecified date to establish do not resuscitate (dnr) orders, palliative care, and to turn off the patient's implantable cardioverter defibrillator (ICD). It was reported that the lvad was functioning appropriately. The patient expired on (B)(6) 2016.